Event description:
Preparing to intubate a patient, the provider removed s imager from normal resting position on the storz c mac intubation cart and went to insert it into the plastic laryngoscope blade. The s imager fell apart as he attempted to seat it in the laryngoscope blade. He states he had the handle properly aligned with the groove in the laryngoscope blade and felt no resistance during the process. Also states it did not appear faulty or damaged prior to incident.